Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error and shut down during a case. The case was aborted, however, no pt injury was reported.